Event description:
Information received from the field notes that the patient was seen for a check complaining of pocket stimulation. The device was 'pv' pacing in the bipolar configuration. When the pv delay was lengthened to 250 ms, the stimulation stopped when the patient went "pr". In the unipolar con- figuration, stimulation diminished, but was still present.